Event description:
Pt undergoing emergency diagnostic laparoscopy when bleeding occurred. Multiple transfusions required, pt air-transported to main campus for further surgery and transfusions.

Manufacturer narrative:
Sales rep. Was informed by unit coordinator at hospital that patient died from septicemia.